Event description:
It was reported the pt suffered a fall in april and has been experiencing pain and tenderness at the ipg site ever since. It was also reported the pt has lost weight since implant. The physician elected to revise the position of the ipg. Follow up info revealed the physician stated the pt has improved and is progressing nicely.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.